Event description:
The tech alleged that the left side rail could not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail end tube was missing the top side rail ratchet rivets. The tech replaced the top side rail ratchet rivets to resolve the issues.